Event description:
Customer reported damage to the rack pushrod, including a melted or degraded pushrod gasket. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.